Event description:
Clinic notes dated (B)(6) 2016 note that the patient has experienced approximately 8 complex partial seizures since last visit. It was reported that the patient was recently hospitalized for seizures in (B)(6) 2015. It was noted that the patient indicated that she may not have been taking her medications daily because she forgets. It was noted that the generator is near end of service and the patient is experiencing an increase in seizure frequency and will be referred for generator replacement. It is unknown whether or not the increase in seizures was above the patient's pre-vns baseline frequency. No know surgical interventions have been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The patient underwent generator replacement surgery on (B)(6) 2016. The explant facility will only release explanted devices to the patient and does not return to manufacturer directly.